Manufacturer narrative:
"The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the forceps cover glue was peeling. In addition, the inlet was leaking at the s-connector side, a crack at the rubber glue, glue peeling at the objective lens, one broken image element, olympus cover plate missing, air/water inlet is loose, and the control knob has low tension. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device has no water flow, a tight bottle fit and the tube connection where the water bottle attaches its loose.. The reported problem was found during reprocessing. Upon inspection at the repair facility it was found the cover glue was failing (reportable event). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 21-mar-2022. Initial reporter health professional, initial reporter occupation ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the IFU and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." "To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.